Manufacturer narrative:
Continuation of section d10: other relevant devices are product ID nim4cpb1, serial number (B)(6), product ID nim4cpb1, serial number (B)(6). H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during intra-op, there was issue with emg activity and artifact without stimulation. Patient end electrodes were double checked and adjusted as well as all electrode cables with no success. Monopolar and bipolar diathermy was used during the case - cables were passed through the muting cable. No interference was observed during electrosurgical instrument use. There were no nim system components, including the electrode wires, cross or lie alongside any of the electrical equipment being used during the procedure. There was no patient impact.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis did not find any fault with the devices. H6: previously added imdrf annex codes b21, c21, d16 are no longer valid continuation of section d10: other relevant devices are product ID nim4cpb1, serial number (B)(6), product ID nim4cpb1, serial number (B)(6). H3: analysis did not find any fault with the devices. H6: previously added imdrf annex codes b21, c21, d16 are no longer valid for any of the devices. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.